Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of incident, it was determined that the medication pull resulted in an incorrect count. A technical support specialist advised that to correct the count, someone with access to cycle count would need to perform the adjustment. The customer did not have access to cycle count. To correct the quantity on hand, cycle count will need to be used. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, medication count was found to be off when it was pulled. Customer did not have access to the cycle count. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.